Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor glucose was 40 mg/dl and her blood glucose was 200 mg/dl. The customer stated that the false readings happen often and that the last two sensors from her current box gave her issues as well. Troubleshooting was not completed for the sensor glucose and blood glucose discrepancies since the customer declined it; however, the customer was advised that the discrepancies likely occurred due to the sensors being expired. Additionally, the customer had a high blood glucose into the upper 400 mg/dl range. The patient bolused but that did not seem effective. The customer mentioned that she has cancer and develops infections quickly. She had recently been taken off of certain medication and she suggests that they may have contributed to her high blood glucose event and to her not feeling well. No products were returned and two replacement sensors were shipped to the customer.